Manufacturer narrative:
Citation: hosseinpour a, gupta r, kamalpour j, et al. Balloon-expandable versus self-expanding transcatheter aortic valve implantation in patients with small aortic annulus: a meta-analysis. Am j cardiol. 2023;204:257-267. Doi:10.1016/j.amjcard.2023.07.100 earliest date of publication used for date of event. FDA approved medtronic products referenced in the article: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding a meta-analysis review that compared the use of balloon-expandable valves (bevs) and self-expanding valves (sevs) in patients with small aortic annuli who underwent transcatheter aortic valve implantation (tavi). A variety of medtronic (corevalve, evolut r/pro/pro+, engager) and non-medtronic (portico, acurate neo) valve types were used in the sev group. The authors documented the following mortality rates for the sev group: 30-day all-cause mortality of 2.4%, one-year all-cause mortality of 7.7%, 30-day cardiovascular mortality of 2.0%, and one-year cardiovascular mortality of 4.2%. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred in the sev group were described as follows: any stroke, pacemaker implantation, major bleeding, vascular complication, acute kidney injury, prosthesis-patient mismatch, myocardial infarction, rehospitalization, and paravalvular leak. No additional adverse events were noted.